Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that upon connecting the right ventricular and the right atrial leads to the dual chamber pacemaker, high capture threshold persisted after several attempts despite normal measurements obtained when testing the leads. The pacemaker was not used, and a new pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
Reported event of capturing problem was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including output verification and sensitivity test found no anomaly contributing to capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Electrical test and mechanical/visual test performed were normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.